Manufacturer narrative:
PMA/510(k): n/a this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.5 mm icm125v4 12.5 implantable collamer lens, -9.5 diopter in to the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/14.

Manufacturer narrative:
Device evaluation: the lens was returned dry in case/vial; surgical residue was clear; visual inspection found haptic broken. (B)(4).